Event description:
It was reported that patient¿s pump had a malfunction and patient experienced difficulty turning pump back on after resetting it. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to turn pump back on successfully, was advised to continue using pump, and was instructed to call back if any malfunction code recurred, which customer acknowledged and understood.